Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Per additional information received, the patient has experienced difficulty voiding, periurethral scarring, recurrent urinary incontinence, and recurrent anterior prolapse requiring urethral lysis, anterior repair with graft and sacrospinous fixation with sling procedure. Associated MDR: 1018233-2013-00623, 1018233-2013-00619, and 1018233-2013-00620. Reference MFR # 9617613-2013-00073.